Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the new reportable finding in the investigation the cause was traced to failed water leak test due to water leaked between rear cover and cos ring. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head displayed no image and green screen. There were no reports of patient harm.